Event description:
The consumer was using the knee walker and allegedly heard a "clunk" and the right wheel broke off. The consumer allegedly fell forward and caught herself. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.